Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the applier jaws were found misaligned when it was delivered to the hospital". No patient involvement.

Event description:
It was reported that "the applier jaws were found misaligned when it was delivered to the hospital". No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical devices was reviewed and found complete without any irregularities. The alleged defective instruments were produced at the tecomet, inc. Kenosha, wl facility as part of a 50 pc. Lot in july of 2023 from lot number 06a2356914 (06a2356914-031). It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was performed on the returned device. The jaws did not appear misaligned, contrary to the reported complaint, and the device was confirmed to be fully functional. It successfully picked up, held, and closed the clip as intended. The reported issue could not be replicated. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.